Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient has peritonitis. The patient contact stated that the patient needs to use green color-coded solution. The patient contact reported that the patient¿s doctor is performing test, but the cause of the peritonitis is unknown. Upon follow-up, the nurse reported the patient was experiencing cloudy effluent. As a result, the patient had a pd culture obtained (date unknown) which grew the organism pseudomonas aeruginosa. Per the nurse, the patient was treated with intra-peritoneal (ip fortaz and vancomycin, dose not provided) on an outpatient basis. The patient is reportedly recovering from the event. Per the nurse, the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the cause of the peritonitis is unknown. The patient reportedly continues pd on same cycler without any issues. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set, and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas aeruginosa which is an organism that is found widely in the environment particularly in soil, and water and which favor moist areas such as sinks, toilets, and showers. Pseudomonas peritonitis is often associated with infections of the pd catheter (not a fresenius product), according to medical literature. Based on the available information for this event, the cause of the patient¿s peritonitis cannot be determined. However, there is no reported allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.